Event description:
Healthcare professional reported, left side a rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the radius side assessed, as fold flaw opening. Additional observations: crease fold observed, on the device. Red particles observed, on the device. Non penetrating nick( stress marks).

Event description:
Healthcare professional reported left side a rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. Reason for reoperation: rupture. Visual analysis: device photograph(s) for the device related to the reported event of rupture reviewed on 01-mar-2023. Visual analysis of the photographs identified: -rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.